Event description:
Ous MDR - an implant date was not provided. After an implantation period of approximately 40 months, a possible insulation breach on the lead was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. The analysis detected fraying of the insulation about 16 cm distal of the is-1 connector. This damage is with high probability the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for an unfavorable position of the lead to the generator housing. X-ray images or diagnostic images of any other kind that could provide information of the positional relationships of the implanted system in the body were not available for analysis. In addition, it was noted that the fixation screw and the shock coil were deformed. Remains of coagulated blood were found on the entire inner conductor helix. These damages are probably a result of the explantation process. In summary, there were no indications of material defects or manufacturing errors.